Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient experienced intermittent stimulation due to auto-reduction. Diagnostic testing indicated a variation in lead impedance values. Reprogramming was unsuccessful in addressing the issue. The patient will undergo surgical intervention to address an ongoing ipg issue (reference MFR. Report:1627487-2015-26523) at which time the lead will be further evaluated.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient underwent surgical intervention to explant and replace the lead. The lead was reportedly fractured. Effective stimulation was restored post-operative.